Event description:
The brake casters rotate to the side when the brake is set and the bed is pushed. No injury reported.

Manufacturer narrative:
Technician found that the brake casters would rotate to the side when the brake is set and the bed is pushed. Replaced 4 brake casters to resolve this issue. Bed was found in a storage area.